Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. The customer was assisted with troubleshooting and reported that the insulin pump was not bumped or dropped. The customer was reported that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and to discontinue the use of use insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.